Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the patient device check-up, the device was unable to interrogate and there was no pacing on the electrocardiogram even with magnet application. It further reported that the device battery had reached end of life. The device will be explanted. No patient complications have been reported as a result of this event.